Event description:
It was reported that the patient had visited the emergency room (ER) with high blood glucose in (B)(6)2026. The patient's blood glucose levels reached high while wearing the pod. The patient confirmed that the pod had detached during sleep, and a new pod was applied before going to the hospital. Symptoms include nausea, vomiting, clammy, disoriented and feeling hot. The patient was diagnosed with hyperglycemia and almost diabetic ketoacidosis (dka). The patient was treated with 4 bags of intravenous (IV) fluids and an insulin drip. The patient was discharged on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.3 hardware: iphone17.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.